Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds due to a condition of the patient. Subsequently, this rv was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.